Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration was reported to abbott. As a result, the patient's leads were explanted, and new leads were implanted at left l4, left s1, right s1 to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-17174. It was reported that the patient's leads had migrated and patient lost therapy. Surgical intervention was undertaken during which the existing leads were explanted and replaced to address the issue.